Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black marks on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was opened to complete the procedure. The event date is unknown. The hospital reported no patient effects. The product was returned.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter had black marks on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately (B)(6) 2010, the patient noted there were black marks on the display of the reported meter. Due to the meter issue, the patient decreased the doses taken of humalog insulin by four to five units per meal. On (B)(6) 2010 the patient experienced the symptom of blurred vision. The patient did not seek any medical attention or treatment. Troubleshooting revealed this was not a new meter, and there had been no misuse of the product. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he decreased his insulin doses due to the meter display issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.